Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, restenosis occurred. The physician implanted a taxus express2 2.75x28mm drug eluting stent to the calcified and moderately tortuous mid left anterior descending (lad) artery. No patient complications were reported. The stent was well positioned and well apposed. Aspirin was prescribed post procedure. Five months post implantation ivus confirmed 90% stenosis in the distal portion of the previously implanted taxus stent. The physician deployed a non bsc stent fully covering the previously placed taxus stent. Post dilatation was performed with a non bsc balloon, unknown size. Ivus was performed and the procedure was completed. No further patient complications were reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.